Event description:
It was reported by the customer that during use, while putting intra-aortic balloon catheter (iabc) into the femoral artery, after pushing 5 to 7 cm, the blood started collecting in the balloon. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: h6 (medical device problem code) balloon was not returned so the device is not evaluated. However,based on our investigation blood leak can occur due to loss of balloon system integrity resulting from mechanical damage to the balloon membrane or catheter components, including membrane abrasions or tears, catheter perforation from sharp objects or severe kinking, inner lumen breaks or kinks, and seal failures at the balloon tip or rear seal, allowing unintended blood or gas ingress.

Event description:
N/a.